Event description:
The customer stated that the spo2 value was showing lower than expected on a neonate. No patient harm was reported.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.